Event description:
It was reported that the patient had increased pain. A confirmed motor stall was reported with no motor stall recovery noted in the event logs on (B) (6) 2010. A critical alarm and tube set error occurred two days later. The patient's pump was replaced. The patient recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine, hydromorphone.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.